Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown. Device is an instrument and is not implanted/explanted. Review of the device history record of (B)(4) for part number 03.503.079 and lot number t930632 showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 17-feb-2008. No non conformance reports were generated during production. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from service and repair department that the synthes evaluation equipment matrix mandible small plate cutter is broken. Issue identified during inspection activities of the evaluation set. There were no issues reported by the customer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development investigation was performed for the subject device (matrixmandible small plate cutter, part number 03.503.079 lot number t930632). The subject device was returned with the complaint condition stating that the device is broken. Issue identified during inspection activities of the evaluation set. There were no issues reported by the customer. This complaint is confirmed. The silicone insert component is missing from the returned 8 year old plate cutter. Etched on the device is "remove silicone insert for cleaning and sterilization". Therefore, the most likely cause for this complaint is that the silicone insert component was removed for sterile processing and subsequently lost. Whether this complaint condition can be replicated at customer quality (cq) is not applicable as the silicone insert is already missing. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned instrument (03.503.079 matrixmandible small plate cutter) is an instrument used to cut matrix mandible plates 1.0mm through 1.5mm thick, to the desired length between the plate holes per the matrix mandible technique guide. Drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.